Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During clinic follow up, a loss of capture due to dislodgement was noted. The patient experienced phrenic nerve stimulation as the lead dislodged into the superior vena cava. The pacemaker was reprogrammed to resolve the issue. The patient was stable.